Event description:
It was reported that there was an issue with ek236su - disp. Trocar thrd. W. Dilating pin 12/110mm. According to the complaint description, the laparoscopic insufflation failed. An additional medical intervention was required. A different product was used instead. Additional information was not provided. The patient has no infecton. The adverse event is filed under aag reference: (B)(4). Involved components: ek002su / disp. Univ-sealing unit f/10/12mm trocars - lot unknown.

Manufacturer narrative:
Investigation: ek236su / 1 pc, ek002su / 1 pc. Visully, no deviation was found. After a function test the failure mentioned by the customer was confirmed. Detailed visual inspection showed a clogged air duct. As a result, the trocar was sawn open at the affected site, the blockage was removed, and the material was subjected to ftir analysis. It was confirmed to be the adhesive used to bond the luer lock to the trocar during manufacture. The defect was not detected during production, but the final inspection was supplemented with additional test steps to ensure the passage of the air duct device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Two similar incidents have been filed with products from this batch. The current failure rate is within the risk analysis and therefore acceptable; severity was 2(5) and probability 1(5). Explanation and rationale: based on the result of our investigation the root cause of the failure is related to a manufacturing error. Conclusion / preventive measures: based on the result of our investigation, a deviation measure was initiated in order to further assess the risk.